Event description:
Information received by medtronic indicated that the customer stated the clip rail on the back of the pump was broken and will not hold the belt clip. The customer also reported stuck button alarm. Troubleshooting was performed and confirmed the damage on the clip rail. Troubleshooting was performed for the stuck button alert and the customer was able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted, during visual inspection: broken left belt clip rail, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, cracked middle (enter) keypad button. The unit was received, with a battery cap. The contact was properly attached and the weld spots holding it in place were still intact. Unit passed, displacement and self tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted, during testing. All buttons were tested, while navigating the menus and they all worked properly. Thus software was utilized and uploaded trace/history files properly. The adapt tool reveals that 61=stuck key alarms occurred on (B)(6) 2023 @ 21:50:09. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies and the motor inside the unit. No damage noted, to keypad assembly or the keypad traces. And j1 connector on pcb1 was locked properly, during visual inspection. In summary, the customer¿s report of a "stuck button" alarm was not confirmed, but that of a broken belt clip rail was confirmed, during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.